Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the device was becoming more of a hassle than it was worth as they could never get the implantable neurostimulator (ins) to charge half of the time. Pt said that the controller had displayed a software error and then the last message the controller displayed was a system error. Pt said that they would have to reset the controller every time and fight with the equipment. Pt described going through passive recharge mode. Pt said that the ins had finally started charging but the ins was extremely hot and felt like it wason fire, so they had to stop recharging the ins and put ice on their back. Pt denied the external equipment overheating. Pt said that the ins was currently recharging with the ins at 60%. Pt saw no apparent damage to the equipment. Agent had the pt reset the controller. Agent had the pt unlock the controller; the controller battery was at 90%. Agent had the pt clean the recharger connector pins, clear the controller port of any possible debris, and then initiate an ins recharging session. Pt said that the recharger was clicking; agent understood that the recharger relay box was clicking as the equipment was searching for the ins as intended. Pt then saw the ins recharging with recharging excellent indicated and that the controller light flashing green. The troubleshooting steps that were taken on the call resolved the issue. When asked for the event date, pt said that it was probably in may. Patient provided hcp information.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial#( B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Patient called back to provide error messages they received while charging the implant. Patient received letters but did not have the letters so agent could not collect reference numbers; patient preferred phone calls instead of letters. Patient got 17 numbers or 16 numbers; no device found, 9 of the error code 82s, 27 for error codes 99, error code 50, error code 74, and error code 58. Patient stated their device was functioning today. No visible damages in the battery compartment, battery pack, and recharger. Patient couldn't count the pins in the controller charging port but could see them. Patient reset the controller so many times. Patient repeated previous information in this case and had issues charging the implant since the install. Patient noted they were currently on trial for replacement. Agent closed case.